Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3389-40, lot# j0421605v, implanted: (B)(6) 2004, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3389-40, lot# j0421605v, implanted: (B)(6) 2004, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 37602, serial# (B)(6), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID neu_ptm_prog, product type: programmer, patient.

Event description:
Additional information received reported the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3389-40, lot# j0421605v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3389-40, lot# j0421605v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Event description:
It was reported that the patient had difficulty operating the programmer due to its complexity. The patient stated that the old programmer was simpler to use, but noted that he had received training. The patient stated that the screen said ¿ok and 2.97.¿ however, there was no ¿on¿ appearing on the screen. The patient did not think the implantable neurostimulator (ins) was off. Later that day it was reported that the patient was having issues with his patient programmer. It was found that the patient was confusing his cell phone for the patient programmer. The patient found his programmer and his ins was on and it stated ¿ok.¿ the patient¿s wife then stated that the battery was low. The patient¿s wife stated that the ins battery icon showed ¿pretty dark¿ and he was at 2.99 volts. The patient also stated that he was not doing well. The patient¿s wife stated that he seemed fine until four or five days prior to the report and then he started acting strange. Further in the day it was reported that both ins¿s were on and ok. The patient thought he needed to increase his stimulation because for the two to three days prior to the report he had to increase his medication from one to two tablets. The patient also mentioned that he had a fall on the day of the report. The patient was last seen by his healthcare provider (hcp) four months prior to the report. Additional information was requested, but was not available as of the date of this report.